Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies also, the motor assemblies were found corroded. The insulin pump failed the leak test, leak at a crack on back of the case. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. The insulin pump had cracked case corner of the belt clip rails near the battery compartment, serial number label fading, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer went swimming with insulin pump. It was reported that insulin pump had a crack the length of the battery compartment and water was coming out of crack. Customer's blood glucose was 11.2 mmol/l. Insulin pump would be replaced